Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune legal medical records received ad 30 jun 2022. Medical records ((B)(4) medical records ad 29 jun 2022) reviewed: on (B)(6) 2017, patient received a depuy attune right total knee replacement to address end-stage tri-compartmental arthritis. There were no reported complications, patient tolerated the procedure well. Depuy bone cement was used. On (B)(6) 2022, labs were resulted, indicating that the patient was negative for infection markers, or evidence of aerobic or anaerobic bacteria. On (B)(6) 2022, patient's right knee was revised to address pain and aseptic loosening of the attune tibial base plate at the cement to implant interface. The revising surgeon found that the tibial tray component was grossly loose, completely debonded from the cement mantle, with no bone cement attached to the implant. On the other hand, the cement mantle was well-fixed to the tibial plateau bone. The femur component was well-fixed, but explanted to enable use of a competitor revision knee system. The patella component was found to be well-fixed, tracked appropriately, and was retained. There were no intraoperative complications. Doi: (B)(6) 2017; dor: (B)(6) 2022; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.